Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 03-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was having pain around ins site that radiates down their leg and  is present with the system on and/or off. No known cause. Patient had the device off for approximately 1 month now. It was discussed trying to turn the device back on to see if she experiences any relief again, since running the device doesn¿t make her pain worse. Additional information was received. It was reported it was unknown why the patient had pain around their generator site and down their leg. The patient was met with to check impedances and programming. All impedances were within normal limits. The device was turned on and that did not increase or decrease the pain around the battery site/buttock area. The manufacturer representative tried to reprogram the device but that did not increase or decrease their pain either. The patient and their surgeon discussed options. The patient elected to have their entire system explanted later that morning.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2021. The patient reported that the sharp pain started the same day the stimulator was put in. The sharp pain was just below the ins site, and they had informed the doctor and manufacturer representative (rep) about the pain. The ins was removed because nothing was done and all this had affected the sciatic nerve. The patient believes the pain was caused from the ins being placed over something resulting in the pain. No x-rays were taken, so the exact cause was not determined. The patient noted all equipment was returned to the rep the day the ins was removed.